Event description:
It was reported that, "during insertion, the surgeon noticed a small shard/piece of the screw coming off the shaft. The surgeon backed out and removed the screw."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.